Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a pump error 130 that occurred twice. The customer's blood glucose level was unknown. The customer wanted a replacement device. No further details were provided.

Manufacturer narrative:
The pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. However, a pump error was found in the long trace history. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a scratched case, pillowing keypad overlay and minor scratches on the lcd window.